Event description:
Pt had a uterine artery embolization to preserve fertility. Pt had damage to their femoral nerve, the saphenous nerve and the sciatic nerve. Pt was told that they could have a problem conceiving. Pt had an intrauterine insemination. Pt developed a yellow discharge. Pt was given doxcycline. Four days later pt had what was most likely a miscarriage. The next week pt was put on keflex and then back on doxycycline. Pt is still bleeding slightly since their last menstruation. Pt had loss of feeling in leg and foot for six months.